Event description:
The physician was treating left great saphenous vein with a veri-lase fiber. During the treatment, the physician saw a red flash in the fiber and stopped the treatment. He felt a burning sensation on his thumb, where he was holding the sheath. When he let go of the sheath, he observed that he had a blister on his thumb and that the fiber and sheath had each burned into two pieces. The distal segment of fiber and sheath that protruded from the pt's leg was removed. The pt reported no pain or adverse reaction to the incident.